Manufacturer narrative:
Complaint conclusion: as reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved together with the sheath. There were no negative consequences for the patient reported. The target vessel was the anterior superficial femoral artery (sfa). The vessel condition was normally calcified. Attempts to gather further information were unsuccessful. A non-sterile pgw .018 sv short 180cm st endovascular wire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis, the wire was received stretched /unraveled at the distal tip. No other issues were found. Per lake region, the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event by the customer as ¿endovascular wires & metals-distal tip-fractured-in patient¿ was not confirmed. However, a stretched /unraveled condition was observed on the unit received. Nonetheless, the cause of the stretched/ unraveled condition could not be conclusively determined during the analysis. Handling process / procedural factors may have contributed to the stretched /unraveled condition found. The device history record review results and the product analysis results do not suggest that this condition is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Please note that the device was received. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the initial reporter for complaint is dr. (B)(6). (B)(6). The device is reportedly available to be returned for analysis. However, the device has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during retraction of the wire out of the vessel, the tip broke but did not detach. The tip was still hanging on a thread of the wire and could only be retrieved in total together with the sheath. There were no negative consequences for the patient reported. The target vessel was the anterior superficial femoral artery (sfa), the vessel condition was normally calcified. The patient is fine. No further information is available.